Manufacturer narrative:
Device investigation: the device is broken at the beginning of the spiral in the strain relief. The catheter is non-functional. Conclusion: due to the absence of the chip board shipping boxes it is impossible to say whether the damage occurred during shipping or subsequent handling. The damage seen is consistent with the events reported. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The neurons were found damaged in their packages prior to any use. This MDR is associated with mdr3005168196-2010-00591 and mdr3005168196-2010-00592.